Event description:
It was reported that during a sleeve gastrectomy procedure, the device was loaded with as black cartridge and seam guard then closed and the device locked out on the first firing. The surgeon asked for another reload and the device locked out. The surgeon asked for another device and the same thing happened with another reload from the same lot number. The surgeon tried a fourth reload from the same lot number and the device locked out again. The surgeon asked the rep to dry fire the first device with a black reload and seam guard and the device locked out. The rep tried another reload without seam guard and fired across a gown the device locked out. The reverse switch was used after every attempt to fire the device. A second device and blue, green and gold reloads were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Antrum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First times. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Green, green, green, gold, gold, and blue. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Additional information: the surgeon fired the device three times and all three times the reverse switch was used after the lock outs. Seam guard was being used with the reloads.

Manufacturer narrative:
(B)(4). The analysis results found that one ple60a was received for evaluation. Three fully fired and four partially fired cartridge reloads were received; one reload was noted to have the cartridge pan damaged. After further evaluation, the sled retention feature on knife was missing; this condition makes the device more prone to lockout when using a thick tissue cartridge. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the straight position with a thick tissue and a vascular cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.